Event description:
It was reported that a user elected to return the ilet pump after experiencing hypoglycemia and determining the system did not align with an active, less structured lifestyle. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no emergency care, and no alerts or alarms. Investigation included reviewing the user¿s report and coordinating with the field team for return authorization. Investigation of this case revealed no device malfunction alleged or observed, and no specific component issue identified; the event was characterized as cause unclear with respect to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.